Event description:
The report we received from our affiliate indicated that during post-dilatation of a stent deployed in the common iliac artery (left or right, size of vessel unk), which was severely calcified, the balloon ruptured at four atmospheres. The procedure was completed with the dilatation achieved. There was no adverse effects to the pt.

Manufacturer narrative:
During post dilation of a stent placed in the common iliac artery, the balloon was reported to have ruptured. The vessel was described as severely calcified and severely tortuous. There was no reported injury to the pt. No product was returned. Mfg records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon brust pressure tests were found to be pass. With the info available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.